Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported that the subject device had no image. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation and the legal manufacturer's final investigation. Correction to g4. New information added to h3, h4, h6 and h11. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device evaluation also found dents on the distal end, a loose light guide prong, cracks on the outside of the video connector, light transmission failed, and an 104 error message was displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that there was no image due to the error message 104 that was caused by a component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had no image. There were no reports of patient harm.